Event description:
It was reported that, "the pt had a uka on (B)(6) 1995. She has felt a knee pain since 2009. Therefore, the surgeon performed a revision surgery with nrg on (B)(6) 2011. The surgeon requested a wear analysis on the reported insert."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.